Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery 5 times. The customer received a no delivery alarm during a bolus. Customer's blood glucose level was 234 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and the reservoir passed. Fluid did flow through the infusion set, and no occlusion was noted.